Event description:
It was observed during a review of programming and diagnostic history available in-house, that high lead impedance resulted from a normal mode diagnostic test when the vns pt's device was tested. The device was programmed off on the same day. Good faith attempts to obtain additional info have been made, but have been unsuccessful to date.